Event description:
After procedure, was closing groin for post case. Prepped to use the angioseal. During the closure, the angioseal malfunctioned and was not able to close due to plug still remaining in the device. Manufacturer response for angio-seal (per site reporter). Pick-up device and run test.